Event description:
As reported, while withdrawing a 6f exoseal vascular closure device (vcd) under normal operation, the indicator winder never changed from black-white to black-black making normal release impossible. The device was removed directly and hemostasis was achieved using manual compression for 20 minutes. There were no reported injuries to the patient. One exoseal vcd was used in an interventional procedure in which a retrograde arterial approach was used with a non-cordis 6f sheath. The physician was certified in the use of exoseal vcd. There was no visible damage to the device or packaging prior to use. The patient¿s body mass index (bmi) was not greater than 40. Suitability of the femoral artery was confirmed via angiography, with an appropriate insertion angle; the vessel diameter was =5 mm. There were no signs of calcium, plaque, stent, or >50% stenosis near the puncture site. The site had not been closed using another device or manual compression within the prior 30 days, and there were no signs of hematoma, arteriovenous fistula, or pseudoaneurysm. No difficulty was encountered when connecting the vascular sheath introducer to the exoseal vcd. The indicator wire cowling locked into place with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and sheath were retracted together until bleed back significantly slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction. The indicator window did not show red during retraction. Upon removal, the indicator wire loop was deployed, and no anomalies were noted. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, while withdrawing a 6f exoseal vascular closure device (vcd) under normal operation, the indicator winder never changed from black-white to black-black making normal release impossible. The device was removed directly and hemostasis was achieved using manual compression for 20 minutes. There were no reported injuries to the patient. One exoseal vcd was used in an interventional procedure in which a retrograde arterial approach was used with a non-cordis 6f sheath. The physician was certified in the use of exoseal vcd. There was no visible damage to the device or packaging prior to use. The patient¿s body mass index (bmi) was not greater than 40. Suitability of the femoral artery was confirmed via angiography, with an appropriate insertion angle; the vessel diameter was =5 mm. There were no signs of calcium, plaque, stent, or >50% stenosis near the puncture site. The site had not been closed using another device or manual compression within the prior 30 days, and there were no signs of hematoma, arteriovenous fistula, or pseudoaneurysm. No difficulty was encountered when connecting the vascular sheath introducer to the exoseal vcd. The indicator wire cowling locked into place with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and sheath were retracted together until bleed back significantly slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction. The indicator window did not show red during retraction. Upon removal, the indicator wire loop was deployed, and no anomalies were noted. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found deployed. No catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/ white position. During this visual analysis, three (3) kinked/ bent sections were observed, located at 13.0 cm, 14.8 cm and 16.0 cm from the distal tip. Dimensional analysis was conducted in the delivery shaft near to the kinked/bent areas to verify the outer diameter (od). The results obtained were within specifications. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window, followed by full depression of the deployment lever. Resistance was felt during the full depression of the lever, likely due to the kinked/bent areas observed in the delivery shaft. The evaluation achieved indicator wire retraction and expected plug deployment. Additionally, the indicator window black/white/red position was obtained. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device since the functional analysis was completed and full window transition with successful plug deployment was achieved. The exact cause of the issue experienced could not be conclusively determined during analysis. Additionally, three kinked portions were observed on the delivery shaft. Based on the information available for review and product analysis, it is not possible to determine the factors that may have contributed to the no change to indicator reported, particularly since the device functioned as expected during analysis, with the indicator window changing positions appropriately. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.